Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the y-site. Intravenous tubing and IV fluids were changed once leak was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial the user facility submitted medwatch (B)(4). For this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed using an in-lab pump; no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.